Manufacturer narrative:
One 12.5f hemo-cath was returned for evaluation in two pieces. Approximately 5.5cm of the lumen is still attached to the hub. An additional 19 cm of the lumen was also returned. The device lumen appears to have torn just proximal to the cuff. The jagged edges from both ends line up when placed together. Under magnification instrument marks can be seen on the lumen. There is also a hole approximately .2cm x .3cm approximately 2 cm distal to the lumen tear/separation. It is suspected this damage occurred when cutting around the cuff and removing the device. The device had been implanted for 5 weeks with no reported issues, and broke when it was being physically manipulated during removal. The device was forwarded to medcomp engineering for further evaluation. Their evaluation determined the device was subjected to pull forces greater than it is designed to withstand, most likely during the removal process. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured, inspected, and packaged according to specification with no non-conformances or abnormalities. A root cause cannot be determined but is not likely manufacture related. Removal procedure from the IFU. Make a 2cm incision over the cuff, parallel to the catheter. Dissect down to the cuff using blunt and sharp dissection as indicated. When visible, grasp cuff with clamp. Clamp catheter between the cuff and the insertion site. Cut catheter between cuff and exit site. Withdraw internal portion of catheter through the incision in the tunnel. Remove remaining section of catheter (i.e. Portion in tunnel) through the exit site. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Lumen broke during removal. Physician had to spend a lot of time retrieving the rest of the line from within the patient.

Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.